Manufacturer narrative:
The reported complaint of stretched helix was confirmed. Visual inspection was performed and the outer helix length was stretched, this is consistent with damage during implant procedure. No other anomaly was noted on the device. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure it was noted via fluoroscopy that the lp helix was stretched. The device was removed and replaced. The patient was in stable condition.